Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was out of the pocket growing infection. The cause of device fully externalized is unknown. The entire system was explanted and replaced. The patient was stable. Related manufacturer reference number: 2938836-2019-16792; related manufacturer reference number: 2938836-2019-16793.